Manufacturer narrative:
The initial reporter's facility name: (B)(6). The reported event was unconfirmed. Visual: received 1 all silicone foley catheter with syringe. Verified material number 2758j14 and manufacturing lot number ngjy5146. Visual inspection noted no obvious observations. The catheter balloon is inflated with 10ml methylene blue solution (3 drops 1percent aq methylene blue per 100ml distilled water) using retuned syringe and the catheter was rested with no leaks. The catheter balloon was able to passively deflated liquid in 40 seconds with no cuffing. This is within specification per inspection procedure which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation no additional actions are required at this time. Corrections: d, e, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the sterile water could not be drained from foley catheter during the pre test. Upon checking with the sales department, it was confirmed that the balloon had been returned in a deflated state.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the sterile water could not be drained from foley catheter during the pre-test. Upon checking with the sales department, it was confirmed that the balloon had been returned in a deflated state.